Event description:
It was reported that the programmer would not recognize nor interrogate devices. The radiofrequency programmer head was replaced, which did temporarily resolve the issue but then within two weeks the situation had returned. Both the radiofrequency programmer head and the programmer were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that there were interrogation issues and it was attributed to a loose radiofrequency connector on the link electronic module board and therefore the board was replaced and calibrated. Analysis also found that the keyboard was missing screws and the system fan was noisy. (B)(4).